Event description:
It was reported that the patient experienced episodes of dizziness. The atrial ventricular lead exhibited noise. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).